Event description:
The pump was returned for investigation. Investigation revealed a crack in the flex connector wire and a dim display screen. This report is made based on results of investigation completed on 01/07/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the black box review verified multiple call service alarms. The pump powered on with a call service alarm that could not be cleared until the radiofrequency transceiver flex cable was removed from the printed circuit board connector. The time and date was not accurately set at start of investigation due to the alarm at power-up. The pump was opened for further investigation. The transceiver flex cable was inspected and was observed to have a cracked open trace. The display screen was observed to be dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).